Event description:
A home pt contacted the baxter technical service center to report a leak in the pt line of her homechoice cassette during therapy. Follow up with the home pt confirmed the report that the home pt noticed a small pinhole in the pt line of her homechoice set during therapy. Treatment was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt.

Manufacturer narrative:
Cassette was discarded by home pt so no sample was available for evaluation.